Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings were previously reported under 2916596-2022-00608.

Event description:
It was reported that the patient presented to the emergency room (ER) after having a nosebleed for two hours. The nose bleed became controlled in the waiting room. No care or treatment was rendered and there were no changes to medications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.